Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the anterior vitrector was in poor condition as it did not cut during a procedure. The aspiration function and if the procedure was completed is not known. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One opened probe was received in a pouch for the report of does not cut. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for aspiration, actuation and cut and was found conforming for all three functional tests. During actuation testing a loud noise was observed, unrelated to the reported issue. The probe was disassembled and the components inspected. There is approximately 0-5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. During disassembly a crack was observed in the probe body. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was found to be functionally conforming for cut testing, therefore a cut issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Unrelated to the reported issue, the sample evaluation results indicated that aloud noise was observed during functional testing. The most likely root cause of the observed noise is the crack in the probe body observed during evaluation. How and when the probe body became cracked cannot be determined from this evaluation. No action was taken as the probe was manufactured to specifications. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).